Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: visited and found that loss of external power was coming no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: visited and found that loss of external power was coming. No patient involvement.